Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake nor the steering would set from one end of the stretcher. He found the brake linkage was loose. The technician reconnected the brake linkage to repair the stretcher.